Event description:
A distributor complaint was reported involving a broken screen on a pump, rendering the touchscreen unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.